Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using maxcore. During the procedure the cannula of the device allegedly failed to fire. It was further reported that the stimulation was not smooth enough. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using maxcore. During the procedure the cannula of the device allegedly failed to fire. It was further reported that the stimulation was not smooth enough. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In the photo, a technician holds a maxcore device in initial position which is present within the package. Based on the provided photo, both reported failure to fire and failure to prime cannot be confirmed. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for both alleged failure to fire and failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.